Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain. There are no plans to re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 07, 2023.